Event description:
It was reported that the patient experienced a change in therapy effect with exaggerated rebound spasticity and muscle rigidity. The patient was admitted to the hospital, status was unknown. Per the reporter, diagnostic testing (unspecified) was being performed; an MRI was recommended. Test results were unknown at the time of the report. Final patient outcome was not reported.